Event description:
It is reported that the patient was implanted in 2007 and revised due to a tight knee.

Manufacturer narrative:
Evaluation summary: it is noted that the tibial component was down sized from a 3 to a 2 and the femoral component was upsized from a c to a d. Only one x-ray at one angle was provided so, fit and orientation cannot be completely evaluated. No devices or photos were received; therefore, the condition of the components is unknown. Tightness of the knee could be caused by overstuffing of the joint, incorrect sizing of components, or scar tissue. With the information provided, it does not appear that there is a problem with this product. However, this cannot be determined conclusively. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.